Event description:
The consumer indicated her tampon contained a discoloration which appeared to be mold.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer returned unused product for eval and a summary report containing the findings is attached. Eval summary: the device was analyzed on (B)(4) 2012 by (B)(4). The results indicated a presence of penicillium rubrum. For this reason, a microbiological safety assessment was completed on (B)(4) 2012 which determined use or handling of a tampon contaminated with penicillium purpurogenum (synonymous with rubrum) should not trigger an allergic response in individuals with an existing allergy to penicillin. The microbiological safety assessment also recommended mycotoxin testing on the device to determine if rubratoxins are present in this species of mold be investigated. To date, a test method to analyze for mycotoxins hs not been identified.